Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic wedge resection, the device had a problem while loading, and the jaw did not close-open properly after the cartridge was combined. They said that they opened the device properly during pre-test. They replaced the device to complete the case. There was no patient injury.